Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that for the past, probably 2-3 months the patient's recharger has not been connecting well to their implantable neurostimulator. The patient said that they would start to charge their ins and then the recharging connection would disconnect and the patient would have to restart the charging session and reposition the recharger, even though they hadn't moved. Patient said they typically wear the belt, reposition it in the spot and it will stay in that spot to charge, but they have been using the recharger outside of the belt and on their skin, removing clothing barriers to try and connect. Patient can feel ins easily but said they can't really feel all four sides, it feels like one hard edge. Patient confirmed they did not have their communicator on and they were not around any metal when they charge. Patient also said they will lay on top of the recharger to get the ins to charge. Patient said they can eventually charge their implant after fussing with it for a while. Asked if the patient had any recent falls or procedures and patient said they did have a fall a while ago and their urologist didn't think there was anything wrong with the device at that time. Had patient perform a hard reset on recharger and then attempt to start a charging session using the rechargers application. When connecting, patient said then the recharger touches their skin at the beginning of a charging session, it's like a shock or pinch. Patient said they started to notice this around the same time their recharger was having a hard time connecting with their ins. Patient attempted multiple recharge sessions and said they don't think the prongs are providing the shocking sensation because they could feel the sensation right underneath the skin, under the device where the bullseye is, not higher up by the prongs. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the device.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the cause of not feeling all 4 sides of the ins and it feeling like ¿one hard edge¿ was the battery recharger needed to be replaced. They received a new charger on (B)(6) 2023. The issue was confirmed resolved. Steps taken to resolve the shocking were they were told not to use the recharger on bare skin. They still get small shocks through clothing occasionally. No other steps have been taken of now. Unknown if the issue is resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.